Event description:
Reportable based on analysis completed on 16nov2020. It was reported that advancement difficulty occurred. A percutaneous coronary intervention was being performed on a tortuous and calcified lesion in the distal left circumflex (lcx) coronary artery. A 2.25 x 20mm promus element plus drug-eluting stent was advanced but could not cross the calcified lesion. The procedure was completed with a 2.5 x 40mm device and no patient complications were reported. However, returned device analysis revealed stent damage.